Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the roller pump powered on, but immediately upon starting (running), the screen displayed "motor error" and central control monitor (ccm) screen displayed "service pump." There was no patient involvement.